Manufacturer narrative:
Breakaway head section.

Event description:
It was reported by service report that the breakaway head section needed new clevis pins. No pt involvement or adverse consequences are reported.